Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-11978. It was reported that the patient has deceased. The cause of death was noted to be from complications due to non-traumatic sepsis. The patient's system was removed. Further information was requested but not received.